Manufacturer narrative:
The injury sustained by the end-user was not related to any known malfunction of the product. In the event that add'l or new info in regards to the injury is provided, a f/u report will be filed.

Event description:
An adverse event involving a quickie q7 was reported to sunrise medical on (B)(6) 2014. The dealer reported that the end-user fell out of his wheelchair and sustained two broken toes and a foot fracture all on his left foot. A sunrise medical sales rep spoke with the end-user's dealer and was told that the end-user is very active in his wheelchair. The dealer called the end-user a "curb hopper". The dealer stated that the end-user is consistently calling them to make repairs to his wheelchair due to his aggressive use.